Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot ==> a manufacturing record evaluation was performed for the finished device [l598097] number, and no non-conformances were identified. Investigation summary ==> the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [l598097] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear, it was observed that the 6.5mm healix advance knotless br anchor device came off when it made contact with a cannula while trying its reinsertion. According to the report, the event occurred when the surgeon applied bridging technique to an inside suture for inserting the anchor device. It was reported that as the suturing failed, the surgeon retracted the anchor and tried its reinsertion. Then, the anchor came off when it happened to make contact with a cannula. It was further reported that the tip on the device was found to be slightly deformed. There was a delay of less than 30 minutes in the procedure. It was reported that the device was on its first use when the issue occurred. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.